Manufacturer narrative:
Company comment: the serious events of mass and infection at implant site, and the non-serious event of pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and incision and drainage to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, only two medical complaints, including this case, have been reported for this lot number. Multiple follow-up attempts with the reporter have been made but were unsuccessful. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are considered adequate, and no further investigations will be conducted unless additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 09-mar-2025 by a nurse practitioner via sales representative concerning a 34-year-old female patient. This case was 2 of 2 (concerning the same patient). No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with restylane kysse to the lips in 2023 (two years prior to the date of the report), and this information is documented under aer (B)(4). On (B)(6) 2025, the patient received treatment with restylane-l (lot 20946) to the lips (unknown amount, injection technique and needle type). On an unknown date later in 2025, the patient experienced hard lumps (implant site mass) and started treatment with medrol dosepak [methylprednisolone]. Despite this treatment, the lumps persisted. Subsequently, the hcp performed an incision and drainage on the infected (implant site infection) lumps. Additionally, the patient experienced pain (implant site pain). Outcome at the time of the report: hard lumps was unknown. Infected was unknown. Pain was unknown